Event description:
The customer reported that the system had a loss of live images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer repaired the video cable connection during the service call. The system was found to be working and put back into service.